Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted. Due to calcium a post -implant balloon aortic valvuloplasty (bav) was performed. During the post-implant bav, the valve dislodged into the ascending aorta, positioned below the innominate artery and was held with a snare, while a second valve ((B)(4)) was implanted successfully. No additional adverse patient effects were reported.